Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the device was unable to turn on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Investigation is ongoing

Manufacturer narrative:
The customer reconnected the power cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.